Event description:
It was reported that, during use, a swan ganz catheter had leakage and was unable to obtain accurate cardiac outputs. Catheter was placed in the cath lab for emergent admission for cardiogenic shock. Catheter was removed from the patient and a redo aortic valve replacement coronary artery bypass graft with multiple pressors for support post op for a few days was done. Per the received medsun, this report is a product problem report however "other serious or important medical events" was selected.

Manufacturer narrative:
Additional product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. Medsun (B)(4) was received. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.